Manufacturer narrative:
The analysis led to the following observations: - the device has switched in standby mode on (B)(6) 2024, most probably due to reading error of the telemetry head. Nevertheless, the re-initialization was well performed on the same day and the device returned to a normal functioning. - the battery impedance was measured at 1.42 kohms on (B)(6) 2024. Based on the data available, the root cause leading to this value remains unknown. The most likely hypothesis would be a temperature effect. Nevertheless, on (B)(6) 2024, the battery impedance has been measured at 0.29 kohms (normal value). - based on the manual, it is not recommended to implant the device in case the battery impedance was measured at a value greater than 2 kohms (before implantation). - therefore, it is recommended to re-interrogate the subject device. In case of normal battery impedance value (< 2 kohms), it can be implanted. - this complaint is recorded for trending purposes.

Event description:
Before implantation, the device has been interrogated and the device was found in standby mode. After reinitialization, the battery impedance was of 1.42 kohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Before implantation, the device has been interrogated and the device was found in standby mode. After reinitialization, the battery impedance was of 1.42 kohms.